Manufacturer narrative:
Other, other text: the device evaluation found that the pump had a cracked lower right front corner of top case also cracked on right plunger case and battery door. In the event history log multiple pump motor drive off post errors. No battery problem or error was found in the event history log. Cracked on battery door, lower right corner of top case and cracked on right plunger case. Unable to duplicate the pump motor drive off post at power up. Replaced top case, both plunger case and battery door. Replaced stepper motor and battery for preventive. Unable to duplicate the pump motor drive off post at power up; and the battery and stepper motor were replaced as a preventive action. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service review identified this device has not been in for service in the previous year (last serviced in 2015) and there was no indication of a service issue during the investigation.

Event description:
It was reported the pump battery cover is broken. Pump motor drive system failure error. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.